Manufacturer narrative:
The complainant reported [?]patient has a bilateral breast reduction on (B)(6)2024 with dr. (B)(6) , and incisions were dressed with liquiband secure. At patient post op appt on (B)(6) 2024, presented with contact dermatitis at incision sites. Liquiband secure was removed and patient prescribed creams. On (B)(6) 2024 follow up appointment, patient presented back with rash, but had improved.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of prescribed creams to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient has a bilateral breast reduction on (B)(6) 2024 with dr. (B)(6) , and incisions were dressed with liquiband secure. At patient post op appt on (B)(6) 2024, presented with contact dermatitis at incision sites. Liquiband secure was removed and patient prescribed creams. On (B)(6) 2024 follow up appointment, patient presented back with rash, but had improved.